Event description:
Related manufacturing reference number: 2017865-2023-73116 it was reported that the patient presented for a routine generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Fluoroscopy confirmed the right ventricular and right atrial leads (ra) had pull back. The rv lead was capped and replaced on (B)(6) 2023. No intervention was performed on the ra lead. The patient was in stable condition.